Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: the jaws of the device would not open after the reload was fully fired. A second handle and reload was used to free up the first reload that was clamped down on the pt's tissue. The pt is fine and no injury was reported by the surgeon.